Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event during an overnight dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet, with the sensor reading 93 mg/dl before loss and 60 mg/dl when signal returned, while the pump continued standard basal delivery without cgm input. Symptoms included hypoglycemia with associated dizziness and shaking/tremors. Outcomes included recovery after oral fast-acting carbohydrates without need for medical intervention or hospitalization. User support included troubleshooting and user education regarding cgm connectivity and management of low glucose events. Investigation of this case revealed that uninterrupted basal delivery during cgm signal loss contributed to hypoglycemia in the absence of sensor data, consistent with known behavior when the algorithm cannot receive cgm values. It was concluded, based on previously established findings for similar reports, that the cause was component failure related to cgm communication loss and expected device performance when sensor data are unavailable.